Event description:
It was reported that, "lag screw reamer would not advance through the nail."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.